Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced a urinary tract infection. The event was reported as moderate in severity. The investigator assessed the event as pelvic floor related, probably related to the procedure, and possibly related to the device. The subject was treated with an unknown oral antibiotic for 5 days. The event was reported to be resolved as of (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced a urinary tract infection. The event was reported as moderate in severity. The investigator assessed the event as pelvic floor related, probably related to the procedure, and possibly related to the device. The subject was treated with an unknown oral antibiotic for 5 days. The event was reported to be resolved as of (B)(4) 2014. Additional information received on march 4, 2015. On (B)(6) 2015, the patient experienced another urinary tract infection. The event was reported as moderate in severity. The investigator assessed the event as pelvic floor related, possibly related to the procedure, and possibly related to the device. The subject was treated with rocephin, amoxicillin, hydrocodone, and ciprofloxacin and the event has not yet resolved. Additional information received on (B)(4) 2015. The urinary tract infection experienced by the patient on (B)(6) 2015 resolved on (B)(6) 2015.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced a urinary tract infection. The event was reported as moderate in severity. The investigator assessed the event as pelvic floor related, probably related to the procedure, and possibly related to the device. The subject was treated with an unknown oral antibiotic for 5 days. The event was reported to be resolved as of (B)(6) 2014. Additional information received on march 4, 2015. On (B)(6) 2015, the patient experienced another urinary tract infection. The event was reported as moderate in severity. The investigator assessed the event as pelvic floor related, possibly related to the procedure, and possibly related to the device. The subject was treated with rocephin, amoxicillin, hydrocodone, and ciprofloxacin and the event has not yet resolved.